Event description:
The pt went to surgery and the surgical procedure was uneventful. However, the pt crashed shortly after coming off the bypass pump and the surgeon elected to insert an iab. The pt's femoral vessels were too small so the iab was inserted transthoracically. The pt was then transferred to the unit in stable condition. Approximately 2200 the next day, the perfusionist was called in for open heart standby. However, upon arrival the pt was already in the o.r. And the iab had been removed. The patient's chest was closed and the pt was transferred back to the unit in stable condition and is recovering well. The perfusionist was informed by the nursing staff that they had noticed blood in the catheter. (On 8/21/96, datascope also received the mandatory medwatch form from the distributor; uf/dist report #2026191-1996-0041)